Event description:
Patient reported left side "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles on the shell, underweight, fold creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on anterior, a sharp broken on radius, a striated broken on radius, and five striated openings on posterior and radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. A striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Five striated openings on posterior and radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device was explanted.